Event description:
Clinician informed co that over approx 3 month period they noticed increase cases of bacteremia. Clinician was unable to clarify how the product was being used. The infectious disease practitioner has been studying but repeated attempts to contact this individual were unsuccessful. Clinician stated there wasn't one particular incident, but several. No pt info or intervention info was available.